Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole, which does not confirm the reported event of balloon detached. Functional analysis was performed, and balloon was inflated without problem; however, it did not hold the pressure due to it has a pin hole in the balloon. It is possible that factors encountered during the procedure, such as the interaction with scope or any other surface during the procedure could create friction on the balloon, caused the balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an endoscopic balloon dilatation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon got separated during the first inflation. Additionally, the physician pulled out the device without using anything. The procedure was completed with a different device. There were no patient complications reported as a result of this event.